Event description:
It was reported via repair work order that the cot legs would not raise when unloading the cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.